Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. H3) the turbo-elite was discarded; thus, no product investigation was performed. H6) per IFU, embolism is listed as a potential adverse event with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a patient using a spectranetics turbo-elite laser atherectomy catheter. During the procedure, a distal embolization occurred, and the patient survived the procedure. This report captures the turbo-elite in use in the area where an embolism occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.